Manufacturer narrative:
(B)(4). Batch # unknown. Concomitant product: reload - vasecr35. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open pneumonectomy, the target tissue was not stapled though it was cut at the 2nd firing. The device was used on the left upper pulmonary artery. Some staples were deployed, but they were not formed. No bleeding occurred since the target tissue was clamped on the central side. The surgeon commented that the firing force was higher than usual from the first firing. But there was no difficulty at the first firing on the pulmonary vein. The clamped tissue was only the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5d372. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.